Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal. Resistance was met with the while trying to cross the lesion with the xience prime; however, the stent was deployed without any issues. The stent delivery system (sds) was removed from the patient without any difficulty or resistance, but when it came out it was in two separate pieces. The separation at the proximal end of the sds. The entire device was removed from the patient without intervention. There was no clinically significant delay in procedure and no adverse patient effects. There was a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.